Event description:
Serious injury involving one person. The event was reported to ciba vision via the pts optician on 04/2001. 1996-the pt started using focus visitint and solo care. 2 months later-an ulcer was detected in the pt eye long with dry eye syndrome. During nect 13 days the ulcer developed to leucoma. For the contact lens report refer to MFR report #9681121-2001-00007 regarding this incident.